Event description:
Ous MDR - after an implantation time of about 46 months, oversensing with inappropriate shock deliveries was reported. No deterioration of the pt's state of health was reported. The ICD and the leads were explanted.

Manufacturer narrative:
Ous MDR.